Manufacturer narrative:
Original info was rec'd on february 18, 2008: reported: attempted to remove an incorrectly placed transjugular filter (29mm). Filter was new and snare was used to hook on tulip of filter. Engaged snare loop and the loop popped and one side of the loop disconnected. It was reported that the physician did not pull very hard and the filter was lodged in a difficult way to remove. The device was not lost inside pt. A copy of med watch report was rec'd on april 9, 2008 from the FDA that stated: in the process of retrieving an intravenous filter with a snare kit, the ring on the snare came off. But was caught by the filter and removed with the filter. No harm to pt. A f/u to the site was conducted and the MFR rec'd info via e-mail on may 14, 2008 from the site reporting the entire loop detached from the snare.